Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. Troubleshooting was unable to provide resolution due to their ipg being inoperable. In turn, the patient will undergo a drg trial. Depending on the outcome of the trial, further surgical intervention may take place on a later date.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.